Event description:
Customer reported that she received an off no power alert on the insulin pump. Customer stated she did not receive a low battery alert prior to the off no power alert. Customer then noticed that there was not a battery in the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.